Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had an intermittent loss of light, the power indicators were going orange, the lamp itself went out. The issue was found during a rectal exam procedure . There were no reports of patient harm.